Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information and or upon completion of the investigation by the manufacturing plant.

Event description:
Anika received from the FDA on 16jun2022 a medwatch mw5110054 which was reported by a patient of unknown age and demographics who reported an unspecified patient related event with monovisc. There is no allegation of a device malfunction. Additional information is being solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information and or upon completion of the investigation by the manufacturing plant. Supplemental information: additional information was not provided upon solicitation. A specific defect and or patient related event was not reported in the medwatch. The lot number was not provided. A review of the batch record could not be performed. The reported event will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
Anika received from the FDA on 16jun2022 a medwatch mw5110054 which was reported by a patient of unknown age and demographics who reported an unspecified patient related event with monovisc. There is no allegation of a device malfunction. Additional information is being solicited.